Event description:
It has been reported that the occlusion balloon would not hold pressure inside the body. The device was successfully inflated during preparation prior to the ptca. When the balloon was placed inside the body and inflated to 5mm the balloon deflated and occlusion was lost.